Manufacturer narrative:
Additional information was later received which indicated that dilation was attempted by using a dilator of the 14fr sheath but the dilator failed to pass through. As reported, the patient anatomy could not be denied in relationship to the difficulty inserting the delivery catheter system (dcs) because the patient¿s existing stent graft developed severe calcification, but there was no measurement data available. Per the physician, the dcs was not related to the vessel damage as the dcs insertion was changed to the 18fr sheath from the 14fr. There was no further information from the physician regarding the 18fr involvement to the vessel injury. As reported, the cause of the vessel damage remained unknown. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a the device history record review is not required as the product event does not indicate a potential manufacturing issue. The reported event indicates that the delivery catheter system (dcs) could not be inserted and advanced. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the left femoral artery was severely calcified and there were stent grafts were also present from the abdomen to common iliac artery. This indicates that the probable cause of the advancement difficulties was challenging patient anatomy, but this cannot be confirmed. When the 18fr sheath was inserted vessel damage at the access site was suspected. Vascular access related complications, such as bleeding, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the damage at the access site was noted after 18 fr sheath was inserted, which indicates that the access site complication may have been related to the external sheath. However, an assignable root cause of the vascular complication cannot be confirmed and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) aortic transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted via the severely calcified left femoral artery. A stent grafts were also present on both sides from the abdomen to common iliac artery (cia). A 14 fr non-medtronic sheath and guidewire were used with report that it was difficult to insert the dcs and valve delivery was not possible. As a result, an 18 fr sheath was inserted, however, at that time vessel damage at the access site was suspected. After the transcatheter valve was implanted, hemostasis was not obtained, failed, with use of a non-medtronic closure device. Manual compression did not stop the bleeding. Therefore, a percutaneous transluminal angioplasty (pta) balloon was inserted from the brachial artery and hemostasis was performed from the inside at the common femoral artery (cfa). A surgical incision with suture repair was performed and the procedure was completed. No additional adverse patient effects were reported.